Event description:
I used renu with moistureloc contact lens saline solution from approx 11/04 through approx 04/06. I was treated on 4 different dates for repeat infections affecting my right eye. Medical records obtained regarding right eye infection on 08/15/05 state "keratitis." I have been on multiple eye drops (antibiotics and fungals) since 12/04 - I have suffered ongoing. Pain, dryness and light sensitivity in my right eye with documented corneal involvement and scarring.